Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "cardiac venous left ventricular lead removal and reimplantation following device infection: a large single-center experience." Journal of cardiovascular electrophysiology. November 1 2012;23(11):1213-1216.

Event description:
A journal article was reviewed that contained information regarding this lead model. One patient was reported to have the lead extracted due to device infection. The lead that was successfully removed appears to have been replaced. There were no reported patient complications as a result of this event.